Manufacturer narrative:
On october 02, 2023, mentor became aware that 3500a submission manufacture¿s reference number 1645337-2023-08831 is a duplicate report of manufacture¿s reference number 1645337-2023-06397. Any additional event information, if received, will be submitted under manufacture¿s reference number 1645337-2023-06397. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unknown mentor breast prosthesis and experienced breast pain on the left side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown if the patient¿s devices were gel or saline devices. In the absence of clarifying information, the devices will be reported with sections d2a and d2b indicating gel devices. If additional information is received confirming gel or saline, a supplemental report will be sent.

Manufacturer narrative:
On august 22, 2023, mentor received additional information regarding the patient's mammmogram that was performed on (B)(6) 2023. The results of the patient's recent mammmography examination are normal. The mammogram showed that the patient had dense glandular tissue; the patient's breast are heterogeneously dense. The patient called mentor on (B)(6) 2023 to check the status of her warranty and expresses she felt discomfort. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 07, 2023, mentor received additional information regarding the patient. The patient's date of birth has been updated to (B)(6) 1981. The patient identifier has been updated to (B)(6). Manufacturer¿s reference number: (B)(4).